Event description:
It was reported the device was used during a laparoscopic gastrectomy procedure. It was reported by the affiliate that half the staple line would not form. The surgeon used another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Anvil, dislodged & nicked knife. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k00t4z; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, unfired and position/condition of wedge sleds, unfired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechansim, good; condition of firing mechanism, damaged; condition of knife, good; condition of wedge bands, good; is hper lockout condition present, no and result of attempted firiing, good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design specification. The instrument had a rough cut due to a nicked knife. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.